Event description:
It was reported that the patient presented in (B)(6) 2012 to the surgeon with lower back pain that was progressively getting worse. The patient underwent surgery on (B)(6) 2012. Post-op, the patient could not feel her right leg, and could not use it. The patient was not able to walk on the right leg. A CT scan indicated that the patient "might have a pinched nerve." The patient underwent 14 weeks of physical therapy. After pt, the patient presented to the surgeon complaining that the leg had not improved and that she was still having pain. In (B)(6) 2013 a CT scan indicated that the patient "had 3 bone spurs that were causing the problem" and that the surgeon had "pierced the anterior cortex." The surgeon told the patient that he had breached the anterior cortex intentionally because her "bones are weak" and that injections would help her symptoms. The patient had an emg on (B)(6) 2013. The patient reportedly underwent "medically unnecessary, experimental" spines surgeries where medtronic hardware consisting of cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted.

Manufacturer narrative:
Brand name: unknown hardware, infuse bone graft. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.